Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 397.21; synthes lot: 3995407; supplier lot: n/a; release to warehouse date: august 18, 1999. Expiration date: n/a. Manufactured by synthes brandywine. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the instrument was inspected, and nothing is broken. Instead, the ø2.4mm obturator assembly is missing from the construct preventing it from functioning as intended. No other issues were observed. Document/specification review: the following drawing(s) was reviewed: ø2.4mm trocar w/ obturator mandibular trauma system; ø2.4mm obturator assembly mandibular trauma system. No design or manufacturing defect or deficiency was observed during the investigation. From the drawings, in can be seen that the screw is needed for the device to function as intended and therefore, a conclusive determination has been reached. Conclusion: a definitive root cause for this complaint could not be determined. It is most likely that disassembly of the device for sterile processing and misplacing of the components contributed to this complaint. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on an unknown date, service and repair was notified of a broken synthes transbuccal guide. No other details have been provided. No patient involvement reported. This report is for one (1) 2.4mm trocar with handle & obturator. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.